Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, left anterior descending (lad) artery the 3.75 x 12 mm nc trek balloon dilatation catheter (bdc) was positioned and during the first inflation attempt to 12 atmosphere (atm) the contrast leaked distally but no balloon rupture was noted. The device was removed from the anatomy and communication between the inner lumens was noted. A second nc trek bdc was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.